Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The 75% stenosed lesion was located in the mildly tortuous and moderately calcified circumflex coronary artery. The apex push monorail 15mm x 1.50mm was selected for the treatment of the target lesion. During the advancement of the balloon catheter not much resistance was encountered. Upon the first inflation attempt at 12 atms a balloon rupture occurred. The physician believes that when the balloon ruptured air went into the artery. On angiography it appeared that the vessel had shutdown. However, upon further review, it was confirmed that the vessel was 'ok'. The apex push monorail balloon catheter was removed and the procedure was completed with another of the same device. There were no further patient complications reported with the patient status listed as 'fine'.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)